Manufacturer narrative:
The associated t handle was returned and evaluated. From the analysis conducted during this investigation, it was concluded that the t-handle fractured by brittle overload. An overload fracture can occur if the mechanical loads applied to the t-handle exceed the strength of the material. It was unknown if the fracture was initiated in a prior surgery. This device was manufactured in 2011. The device exhibits signs of significant use and wear. Found. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the device broke when inserting a compression screw. No delay reported. No patient injuries reported. An s&n backup was available.